Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. The prior regulatory report include controller serial number (B)(6), additional information was received stating that the serial (B)(6) was erroneously provided. The serial number was changed to (B)(6), the unique device identifier , the manufacturing date and use before date has been updated to . The device for evaluation and the return date have been updated for the main device. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 2020-06-30 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 2019-06-03 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers (B)(6) were returned for evaluation. One battery (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. Additionally, visual inspection revealed scratches on the controller's liquid crystal display (lcd) on the front panel window; however, the observed scratches did not interfere with the functionality of the display. During functional testing, the controller was able to display alarms without any observed anomalies. The observed scratches are additional findings not related to the reported event. The most likely root cause of the observed scratches can be attributed but not limited to the handling of the device. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file associated with (B)(6) revealed a premature power switching event that was due to a momentary disconnection involving (B)(6). Analysis of the alarm log file associated with (B)(6) revealed a critical battery alarm due to a communication error involving (B)(6) logged on (B)(6) 2021 at 19:21:25. The critical battery alarm cleared at 19:21:27. Additionally, two vad disconnect alarms and a controller power up event was logged on (B)(6) 2021 between 00:04:34 and 00:06:26, likely due to troubleshooting during the reported controller exchange. Controller log files associated with (B)(6) revealed a controller power-up with an associated motor start event was logged on (B)(6) 2021 at 22:59:14. Analysis of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2019. Review of the data log file revealed that the controller was not in use prior to the controller power up event; only one data point was logged at 22:59:51 on (B)(6) 2021, indicating that the power up event occurred during a controller exchange. This was followed by two vad disconnect alarms at 22:59:22 and 23:00:25, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Of note, the pump speed was set to 2700 revolutions per minute (rpm) on (B)(6) 2019, which corresponds with the reported event details. As a result, the reported critical battery alarm, premature power switching, "loss of power", and vad stop" events were confirmed. The reported display error event could not be confirmed; it is likely the critical battery alarm cleared within two seconds was perceived as a display error. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 20-aug-2018 and 02-jun-2020. The most likely root cause of the observed contamination within the power ports can be attributed to handling of the device. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery, which may be due to the controller not receiving responses from the batteries, to the packet error checking method detecting bit errors, and/or due to a momentary disconnection on the communication pins of the controller, potentially due to contamination. Based on the available information, the most likely root cause of the "losses of power and vad stops" event can be attributed to the reported controller exchanges. Additional products: d4: (B)(6). D9: yes, return date: 15-sept-2021. H3: yes dev rtn to MFR? Yes. H6: FDA device code(s): a141204. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c06, c07. H6: FDA conclusion code(s): d14. D4: (B)(6). D9: yes, return date: 15-sept-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04, c19. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction to a previous report with erroneously information in section h10 additional products. Additional products: d4: (B)(6) / expiration date: 30-nov-2018 UDI #(B)(4) h4: mfg date: 01-nov-2017 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a critical battery alarm while at 85% charge capacity with suspected power switching. The patient exchanged the controller due to the critical battery alarm and the controller exhibited an unexpected loss of power and power switching was suspected leading to a ventricular assist device (vad) stop. It was also reported that the controller light emitting diode screen did not display anything during the critical battery alarm. The patient exchanged their second controller due to the vad speed being set to 2700 instead of 2900 and the controller exhibited an unexpected loss of power and the ventricular assist device (vad) stopped. The controllers and battery were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model # 1420/ catalog #: 1420/ expiration date: 2019-01-31 / serial or lot#: (B)(4) UDI #: (B)(4) device available for eval: no, mfg date: 2017-08-31 labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650/ catalog #: 1650/ expiration date: 2020-12-31 / serial or lot#: (B)(4), UDI #: (B)(4), availabel for eval: no, mfg date: 2019-12-11 labeled for single use: no (B)(4). Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.